Manufacturer narrative:
All operating currents are within specification. There was no unexpected battery out limit alarm noted. The pump was received with cracked end cap, scratched lcd window, and broken reservoir tube lip. Testing was unable to be continued, including basic occlusion, occlusion, prime, and excessive no delivery alarm test, due to cracked end cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with battery out limit alarm. The customer's blood glucose level at the time of incident was 135mg/dl. The customer states their levels had gone as low as 54mg/dl, and as high as 425mg/dl. The customer treated the high with manual injections. Troubleshoot was conducted. The customer did not feel safe with the pump and requested it be replaced. The customer was advised the pump would be replaced and returned for analysis.